Event description:
It was reported that the plastic piece inside the pilot balloon got pushed into the pilot balloon. No patient injury was reported.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the inflation valve was inside the airway balloon. The airway balloon was visually inspected: no cuts, voids, or molding defects were present in the opening of the balloon that would cause the inflation valve from not remaining in position. After reseating the inflation valve, the device was functionally tested using air. The cuff inflated but immediately deflated. The device was leak tested per work instruction. A cut was identified on the airway balloon. The cut was in the location where the inflation valve had been pushed into the device. Custom devices are 200 percent inspected for leaks and cuff symmetry which requires the inflation valve to be seated properly before packaging. The inflation valve is a press fit into the airway balloon. Since there were no manufacturing defects detected with the inflation balloon or valve, it is likely that extreme force or a twisting motion was used when inserting the syringe to the valve. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record (DHR). This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).